Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, approx half way through the procedure, "the anesthesiologist informed [the physician] that the pt's heart rate had stopped." The anesthesiologist and nursing staff got the pt's heart rate back to normal. The novasure procedure was completed without any other complications. On (B)(6) 2013, it was reported by the consultant anesthetist the "pt had a profound bradycardia due to vagal stimulation and not a cardiac arrest" and "the pt recovered from the anesthetic normally and was discharged routinely."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).